Manufacturer narrative:
The subject device was received and evaluated . Initial leakage and electrical safety test were performed and found no issues, however, the switch (sw) cable was found corroded. In addition, the outer shield was observed to be dirty and was damaged due to water leakage. Scope cover (sc ) cover unit observed dirty, with stains and the case cover including the plug unit, l-arm and cable unit were all found corroded. Short (shortcut) in cable was found due to corrosion. The shortcut in cable caused the control unit to get warm. The circuit board in s-connector (scope connector) was found discolored due to water leakage. Furthermore, inspection found foreign material at the distal end. This condition was attributed to handling, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: due to fray of k-wire, fixing force of guide wire does not meet the standard value. Bending tube found deformed. Metal particle found on l-arm. Error b30 was noted. The reported issue was confirmed. This b30 error was attributed due to corroded sw cable and water leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent the device for repair reported with an issue of "error b30". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material at the device distal end. This report is being submitted due to the finding of foreign material at the device distal end (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual ¿ 3.3 inspection of the endoscope.¿ reprocessing manual ¿ 5.5 manually cleaning the endoscope and accessories.¿ olympus will continue to monitor field performance for this device.